Manufacturer narrative:
Although requested, the product was not available for return. A review of the lot batch record and testing of retain samples concluded that the product was formulated and manufactured according to local and global specifications. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Manufacturer narrative:
Although requested, the device was not available for return. There is no UDI for this lot number. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A distributor reported that a consumer purchased contact lenses and lens care solution from an on-line store. After wearing the contact lenses, the consumer reported experiencing red, tearful, and painful eyes. The consumer was diagnosed with keratitis. They were prescribed tobramycin eye drops 4 times daily. Recombinant bovine basic fibroblast growth factor eye drops 4 times daily. Ganciclovir ophthalmic gel 4 times daily. The product involved was not available for return and the lot number was not provided. The consumer has since recovered.